Event description:
A medtronic representative reported that while performing planned maintenance, the camera cable had been stressed and was causing intermittent tracking on a stealthstation treon treatment guidance system. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation of returned suspect part finds both ends of the cable had sharp bends in them just before the connector. The cable passed a continuity check with no opens, or shorts, detected. The cable was flexed at both ends during testing. Issue could not be duplicated. There was no problem identified, device is found to be fully functional. Medtronic representative, at the site, reported that replacement of camera cable and arm assembly resolved the intermittent tracking issue.